Manufacturer narrative:
The return of the device is anticipated but it has not been received for evaluation. There has been a total of (B)(4) sold since 2012 with 9 additional complaints recorded. ((B)(4)% complaint rate). In all other cases, the device was either used significantly over many years or it was determined that there was added strain on the tip causing the damage. The customer is going to keep us updated regarding any changed to the patient. A follow up report will be submitted once the device is received and has been evaluated.

Event description:
The tip of the nerve hook broke off and fell into the patient. The piece could not be removed due to additional risk to the patient that could occur if they were to try and remove it. As of now their does not appear to be any long term affect on the patient as a result of leaving the piece in the patient.